Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 416 mg/dl at the time of incident. The current blood glucose level is 397 mg/dl. The customer was reported other blood glucose values such as 600 mg/dl, 400 mg/dl. The customer was treated with manual bolus for high blood glucose level. Based on customer¿s report customer did not allege under delivery. The customer did experienced symptoms of high blood glucose value such as headache. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting and reported that the event was resolved by complete set change. The customer was reported that the blood in infusion set. The insulin pump will not be returned for analysis.